Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated a polarity switch. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the replacement procedure when the right atrial (ra) lead was connected to the implantable pulse generator (ipg) the electrograms (egm) and electrocardiogram showed loss of capture. The ra lead was attempted to be disconnected and reconnected to the test cable but the issue remained. The implantable pulse generator (ipg) was removed and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.